Manufacturer narrative:
Summary evaluation: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Reported event is a known complication which is an expected side effect/complication of this type of surgical procedure and not device related. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional information. (B)(4).

Event description:
In a literature article the authors reported one case of hyphema in the first two weeks following a glaucoma filtration device (gfd) implant which was placed under scleral flap. The purpose of the article was to compare the outcome of gfd implantation versus trabeculectomy in patients with open angle glaucoma secondary to so emulsification with uncontrolled iop (>22 mmhg) under maximal tolerable antiglaucoma therapy, after pars plana vitrectomy and silicon oil injection. All the procedures were performed between (B)(6) 2012. Additional information has been requested but not received to date. There are three reports associated with this literature article. This is the second of three reports. Literature reference: errico d.; scrimieri f.; riccardi r.; iarossi g.; trabeculectomy versus ex-press glaucoma filtration device in silicomacrophagocytic open angle glaucoma secondary to silicone oil emulsification. Middle east african journal of ophthalmology. 23 (2) (pp 177-182), 2016. Date of publication: april-june 2016.